Event description:
It was reported a prospective (B)(6) patient has had issues with their competitor loop recorder. (B)(6) technical services (ts) requested model, serial number, and information of issues experienced. No information was provided. The patient advocate provided the (B)(6) loop recorder is expected to be explanted and replaced with a (B)(6) insertable cardiac monitor (icm) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).